Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented to the emergency room with complaints of chest pain unrelated to the device, the patient went into vf and the device delivered therapies without converting. External defibrillation was delivered and converted the rhythm without incident. No device or lead related symptoms were reported. It was discovered that the patient had a blockage unrelated to the device and a stent was implanted. During the procedure, a dft test was performed and the rhythm converted but the physician was uncomfortable with the safety margin. A week later, the lead was explanted and replaced. The procedure concluded successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.